Event description:
It was reported that during the spinal cord stimulator (scs) system replacement procedure (MFR. Report no.: 3006630150-2026-02321), a lead contact was found inside the patients body when the physician removed the paddle lead. The explanted paddle lead was examined and appeared to be intact. It was believed that the retained contact originated from a previously explanted paddle lead.